Manufacturer narrative:
Evaluation of the console could not duplicate the alleged complaint condition.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps-2 console. He reported that the console alarmed "pump initialized, resume flow" during priming. The report stated the alarm reoccurred during cardioplegia delivery and was cleared again. It was reported that after referring to the manual, the perfusionist shut down then restarted the unit and selected resume case. He stated the unit tried to re-prime itself but stalled at 80%. The unit was restarted again and alarmed "additive pump disabled", the user pressed continue and proceeded with the case. The biomedical department contacted the manufacturer for assistance and to attempt to duplicate the reported errors but were unsuccessful. The console was returned to the manufacturer for evaluation. This report is being submitted as a precautionary measure because it could not be confirmed at what point during the procedure the cardioplegia was being delivered, or what the actual cardioplegia solution was. There were no patient complications reported as a result of the alleged event.